Event description:
(B)(4). Have had 1. Mild to moderate cramping, 2. Nausea, 3. Vomiting, 4. Serious headaches, 5. Bleeding, 6. Spotting, 7. Mild to moderate pain, 8. Sharp stabbing pains, 9. Thyroid issues, have a spot or growth the size of a golf ball behind left collar bone area, 10. Neck pain, 11. Chronic fatigue, 12. Breast pain, 13. Shoulder pain, 14. Hot flashes at night and night sweats, 15. Swellings, 16. Mood swings, 17. Panic attacks, 18. Anxiety, 19. Spasms or fluttering feeling, 20. Heart palpitation, 21. Insomnia, 22. Forgetfulness, 23. Loss of focus and concentration, 24. Deficiency of energy, 25. Lose of hope, 26. Cloudiness, 27. Heartburn, 28. Loss of hairs from head, 29. Leg pain, 30. Swellings of legs and feet, 31. Imbalance weight (loss or gain), 32. Chest pain, 33. Pain in joint body parts, 34. Loss of libido, 35. Pelvic pain, 36. Loss of sex drive, 37. Sleeping problems, 38. Dry vagina, 39. Feelings of dread, 40. Appetite changes, 41. Unexpected tears, 42. Lesions on liver, unexplained, 43. Splenic aneurysm. Device was provided by insurer.